Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there were no issues identified with the freestyle libre 3 application during replication that would have led to the reported issue. The customer reported system failure after 30 minutes. Attempted to replicate the customer's complaint using similar configurations iphone 13, ios 16.0.2, 3.4.0.7368 and the reported issue was unable to be replicated and the system and functioned as intended. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a complaint via email which reported an issue with the adc application. It was reported that an issue was encountered with the adc application in use with an iphone 13 with the latest version unspecified operating system. It was further reported that the customer "connected the app to the sensor and gained initial connectivity along with notifications to another phone but it lasted for 30 minutes before the system stopped working". The customer was unable to use the app and as a result, the customer's blood sugar dropped and experienced a loss of consciousness. The customer had contact with a healthcare professional who administered emergency glucagon for the diagnosis of hypoglycemia. No further information was provided as the call was disconnected. There was no report of death or permanent injury associated with this event.

Event description:
Abbott diabetes care (adc) received a complaint via email which reported an issue with the adc application. It was reported that an issue was encountered with the adc application in use with an iphone 13 with the latest version unspecified operating system. It was further reported that the customer "connected the app to the sensor and gained initial connectivity along with notifications to another phone but it lasted for 30 minutes before the system stopped working". The customer was unable to use the app and as a result, the customer's blood sugar dropped and experienced a loss of consciousness. The customer had contact with a healthcare professional who administered emergency glucagon for the diagnosis of hypoglycemia. No further information was provided as the call was disconnected. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product data has been requested for investigation. A follow-up report will be filed once additional information is obtained. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.